Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. (B)(4). Examination of returned device found no evidence of product non-conformance. Scratching, staining and deformation was noted on the device. A conclusive root cause for the event could not be determined. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2014-00435 / 2014-00436 / 2016-01630 / 2016-01635).

Event description:
Legal counsel for the patient reported that patient underwent a revision procedure approximately four (4) years post-implantation due to allegations of pain, fluid collection, suspected metal wear, debris reaction, pseudotumor formation, limited mobility, elevated metal ion levels, tissue and bone destruction. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.